Manufacturer narrative:
Device was used for treatment, not diagnosis. The age, weight, ethnicity and race of the consumer were not reported. (B)(4). Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer alleges that he had a severe reaction to j&j band aid brand first aid waterproof pads on (B)(6) 2018. Symptoms included a rash on skin that blistered up, turned really red and the skin peeled. Consumer went to urgent care on (B)(6) 2018 and was released same day. The consumer also contacted to his health care professional. The consumer was prescribed medrol (pak) and other unspecified medications (topical and oral allergy pills). The consumer also used cortisone on the event site. The symptoms improved after the consumer stopped using the product

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device manufacture date: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 4, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.